Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an eclipse vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from one source. The malposition of device and patient device interaction problem involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06462. H10: the device has not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an eclipse vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from one source. The malposition of device and patient device interaction problem involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.